Event description:
Information was received from a patient regarding an implantable neurostimulator. The reason for call was patient mentioned the cont roller kept changing their settings without any input from patient. Patient said stimulation would turn off and they would check the settings and the settings would be at 0. Patient said the settings had been changing every few months or so. Patient said sometimes out of the blue the implant just wouldn't be stimulating and last night the settings kept turning off without any stimulation. Agent asked, patient said they were in a sitting up position when that happened. The issue was not resolved. The patient was redirected to their healthcare provider to further address the issue.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a patient (pt). It was reported that they were sent a new control unit. The new unit works as it should and they are thrilled. The patient stated that the issue has been resolved.